Event description:
Revision surgery on (B)(6) 2019 for dislocation approximately three weeks after primary surgery. Surgeon explanted 135/145 36/+6 humeral cup and replaced it with both a 36/+3 humeral cup and a 135/145 reversed adapter for an extra +9mm, for a total spacing of +12mm.